Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with fuzzy vision and transient light sensitivity (tls) both eyes (ou) post treatment. The topical steroid dosage was increased and flap lift and rinse was performed. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient reported that vision was perfect but was now fuzzy and light sensitive. Patient reported symptoms are interfering with daily activities. Patient is being treated with duresol for light sensitivity and haze. Bcva from (B)(6) 2019: right eye pre-op 20/20 -.75 x -.50 x 118; left eye pre-op 20/20 -.75 x -.25 x 15. Bcva from (B)(6) 2019 right eye post-op 20/20 -.75 x -.75 x 165; left eye post-op 20/20 -1.50 x -.25 x 113.